Event description:
Observation found during evaluation: the scanner displays dark vertical lines in the ultrasound image. When calibrating the gt probe, the unit displays an intermittent ec403 error, and the probe will not calibrate.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation: the scanner displays dark vertical lines in the ultrasound image. When calibrating the gt probe, the unit displays an intermittent ec403 error, and the probe will not calibrate. These issues are caused by a damaged beamformer connector, which is due to use of the device. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.